Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain. In 2014, her physician advised her that the device had perforated her uterus. Plaintiff underwent a hysterectomy to remove the essure device, and developed (B)(6) and required a labia removal as a result company causality comment this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was advised that her device had perforated her uterus. Plaintiff underwent a hysterectomy to remove the essure device, and developed (B)(6) and required a labia removal as a result. Uterine perforation is a listed event while (B)(6) is unlisted in the reference safety information for essure. In this particular case, the exact date and the mechanism of uterine perforation are not known. However, considering the nature of the event, a causal relationship with essure cannot be excluded. Different varieties of staphylococcus aureus bacteria can be found on the skin or in the nose of about one-third of the population. The rest of the respiratory tract, open wounds, intravenous catheters, and the urinary tract are also potential sites for infection, mostly in immunocompromised patients. Given the sequence of facts, it seems that (B)(6) could have occurred as complication a of hysterectomy. Therefore, a causal relationship with essure can formally not be excluded. This case was regarded as incident, since surgical interventions were required. Additionally, a non serious event was reported. A product technical analysis is expected.

Manufacturer narrative:
Follow-up information received on 25-oct-2016: quality-safety evaluation of ptc: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was advised that her device had perforated her uterus. Plaintiff underwent a hysterectomy to remove the essure device, and developed (B)(6) and required a labia removal as a result. Uterine perforation is a anticipated event while (B)(6) is unanticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of uterine perforation are not known. However, considering the nature of the event, a causal relationship with essure cannot be excluded. Different varieties of staphylococcus aureus bacteria can be found on the skin or in the nose of about one-third of the population. The rest of the respiratory tract, open wounds, intravenous catheters, and the urinary tract are also potential sites for infection, mostly in immunocompromised patients. Given the sequence of facts, it seems that (B)(6) could have occurred as complication a of hysterectomy. Therefore, a causal relationship with essure can formally not be excluded. This case was regarded as incident, since surgical interventions were required. Additionally, a non serious event was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.